Manufacturer narrative:
Article: sanchez pj, grady jf, saxena a. Percutaneous ultrasonic tenotomy for achilles tendinopathy is a surgical procedure with similar complications, journal of foot & ankle surgery 2017 sep-oct;56(5):982-984. The article was a series of 6 case reports. Reported non-resolution of symptoms or disease state after treatment with the tx system was not interpreted as device-related injury or adverse events. Progression of a deteriorating condition after non-resolution from treatment was also not interpreted as a device-related injury or adverse event. Information was not adequate to determine if transverse marks and lacerations were actual injuries from treatment with the tx system, given the predominance of the persistent (longitudinal) achilles tendinosis, limited information on the presentation of the lacerations, and the possibility that these are not atypical of normal percutaneous ultrasonic treatment of tendinosis.

Event description:
A literature review discovered an article which described an adverse event possibly associated with use of the tx system (tx1 microtip). The article was a series of case reports. One case reported development of a deep vein thrombosis in a patient 3 weeks after treatment of the achilles tendon with the tx system. Anticoagulation therapy was administered. No additional information or follow-up was presented.